Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered an esophageal fistula that resulted in the patient¿s death. Following a redo ablation procedure (the patient¿s 3rd overall), it was expressed that the patient had passed several weeks after the case. A transesophageal probe was performed the day before the death, but there were no significant findings. Upon autopsy, food was discovered in the patient¿s thoracic cavity, but again, no fistula was discovered. However, based on the findings, the physician deduced that there must have been an esophageal fistula at some point. This procedure involved touch-up ablation at the anterior right and left superior pulmonary veins, with 32 ablation tags on the posterior wall of the left atrium. The physician reported that this event was not likely the fault of the biosense webster product. Multiple attempts have been made to obtain clarification to this complaint, but no additional information has been made available.